Manufacturer narrative:
Additional information received indicated the clinic scheduled the patient for an office visit and an echocardiogram. The patient did not show up for the appointment and has not responded to the clinic three phone messages later. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
--

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Approximately one year later we received information that the pacing impedance measurements continued to remain out of range. It was also reported that the lv pacing configuration was lv tip to rv coil. In previously reported information, the rv impedance had also been out of range the duration of the lv pacing impedance. Based on the lv configuration, it was possible that if there was an issue with the rv lead it could also present an out of range issue with the lv lead. A device replacement procedure was performed due to the device battery being at end of life (eol). The device was explanted and replaced. The rv lead was thoroughly tested in unipolar and bipolar configurations. The pacing impedance and pacing threshold measurements were both in acceptable ranges. Ventricular fibrillation (vf) induction testing was also performed with appropriate detection, delivery, and conversion of the rhythm. The lv lead also presented measurements within normal limits. The lv and rv leads remain in service with the new device. There is no additional information available. If additional information becomes available this report will be updated. No additional adverse patient effects were reported.

Manufacturer narrative:
Approximately seven months later, out of range impedances were observed with the new device. The rv lead was replaced and after using a dedicated bipolar lead, the lv lead impedances were within normal range. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable left ventricular (rv) lead was exhibiting high out of range pacing impedance measurements. The patient had been lost to follow-up and not seen since 2006. In a review of the historical data the pacing impedances had been out of range since as long as the information from the lead daily trend was viewable (52 weeks). To date, there have been no adverse patient effects reported.